Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a pump not detecting the cassette. This was found during the testing stage. This issue is not related to physical damage or abuse. There was no delay of therapy. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one device was received for evaluation in used and decontaminated condition. A visual inspection found a bubbled dso seal, scratched lcd lens and missing battery door. During the functional testing, the customer reported issue was able to be duplicated. The cause of the issue was found to be a bad latch lock flex. The latch lock flex was replaced as well as the dso seal, lcd lens, lcd lens seal, battery door, keypad, overlay gray, rear label, and ground strips.